Event description:
The customer reports the compressor shut down while connected to a patient. There was no patient injury. The patient was bagged until other arrangements were made. The customer stated that the compressor was updated in september to the latest specifications.